Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -9.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).